Event description:
It was reported that the rv (right ventricular) lead had high thresholds over the past five months. The rv lead was explanted and replaced. During explant of the rv lead, the lv (left ventricular) lead was damaged, so it was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed. (B)(4): no anomalies found, however all conductors were distorted, all conductors were cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead in segments returned and analyzed.